Event description:
Information was received from a user facility regarding a flex arm used for micro endoscopic discectomy (med). It was reported that during pre-use inspection, the screw at the base of the tubular retractor fixing portion was found to be loose. One screw was tightened at the hospital; however, concern remained that it could loosen again quickly, there was no patient involvement. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.